Manufacturer narrative:
Results, conclusion: occlusion necessitation surgical intervention. (B)(4).

Event description:
Although drug-eluting balloons (debs) have shown promising results treating de novo (dn) atherosclerotic lesions and appear to have been widely adopted in europe, their long-term efficacy in the broad spectrum of femoropopliteal restenosis (re) remains to be proven. The purpose of the study was to assess the efficacy of paclitaxel-debs in restenotic (stented and non-stented) vs dn stenotic femoropopliteal arteries. The study prospectively enrolled 100 patients undergoing femoropopliteal endovascular intervention by deb for re or dn stenosis. Patients who received additive atherectomy were excluded. The primary end point was the primary patency (pp) rate at 12 months. Secondary end points were sustained clinical improvement and clinically driven target lesion revascularization. Debs were used to treat 105 limbs for intermittent claudication (82 [78%]) or critical limb ischemia (23 [22%]) in 100 patients. Of these, 111 lesions were dn stenosis (46 [41%]) or re (65 [59%]). The overall pp was 86% at 6 months and 74% at 12 months. Pp of dn stenosis was higher at 6 months (93% vs 81%) and was significantly (p [ .021) better than re at 12 months (85% vs 68%). Sustained clinical improvement based on rutherford classification was significant in both groups (p <(><<)> .001). Target lesion revascularization was significantly lower in dn stenosis compared with re at 12 months (15% vs 32%; p [ .021). Conclusions: deb angioplasty is an effective therapy for dn femoropopliteal lesions. The results of deb angioplasty for re are infer ior compared with dn stenosis after 12 months. Nevertheless, results of deb angioplasty for re seem comparable with technically more demanding literature-derived strategies. Between october 2009 and february 2013, 111 lesions in 100 consecutive patients with intermittent claudication (78%) or critical limb ischemia (22%) underwent femoropopliteal endovascular intervention with intention to treat by deb angioplasty in two centers. Lesions were categorized according to their etiology as re, in-stent or not in-stent, or dn. Plaque excision with and without debs was performed only in short lesions. No other procedures were performed for re during the study period. The evaluation excluded patients who received additional atherectomy. Because the re group comprised patients with lower baseline ankle-brachial indices (abis) and with longer lesions, those lesions were at higher risk. Vascular access was accomplished by a contralateral or ipsilateral transfemoral approach. Heparin (5000 units) was given after vascular access was performed. Pre-dilatation pta was systematically performed before treatment with in.pact admiral (B)(4) or freeway (B)(4) ptx-deb systems. Both debs contained ptx at a concentration of 3 mg/mm. In case of persistent flow-limiting dissections or recoil after balloon dilatation, additional self-expanding nitinol stents were implanted as provisional stenting. The re and dn groups did not differ significantly except for a significantly higher rate of smokers in the dn group. Pre interventional rutherford classes were comparable between the groups. Baseline abis were significantly lower in the re than in the dn group (p ¼ .048). There was no significant difference in parameters apart from the longer lesion length in the re group (p ¼ .05). In.pact and freeway were overall used in 95 and 16 cases, respectively, and their distribution was not significantly different across the re (80% and 20%) vs dn groups (93% and 7%; p ¼ .057). Additional stenting was performed in 20 lesions (18%) and was necessary significantly more often in dn (12 lesions [28%]) than in re (eight lesions [7%]; p ¼ .007). No amputation was necessary at 12 months of follow-up. No major adverse cardiac or cerebrovascular events occurred during the hospital stay. Seven patients died for reasons not related to the intervention, five from the re group and two from the dn group. Despite the significant occurrence of femoropopliteal re in clinical practice, few data are available on the effectiveness of deb under these conditions. Stabile et al reported excellent results after treatment of in-stent re with deb angioplasty (7.9% tlr at 1 year) in the femoral artery in-stent restenosis (fair) t rial of 9.2%, and liistro et al reported 13.6%. In our study, tlr of the re group (with 70% proportion of in-stent re) was 19% and 32% at 6 and 12 months. The results are better than after standard pta, with tlr between 39% and 78% after pta and 65% at 6 months after cutting balloon. The results after deb are better or similar to technically more demanding strategies such as cryoplasty and stenting, rotational atherectomy, directed atherectomy, and laser atherectomy, with tlr of 42%,31% to 75%, and 48% to 51%, respectively. Also the results of directional atherectomy alone or combined with heparin coated stent grafts could not reach better results at 12 months, with 60% requiring additional pta. The data suggest that use of debs is effective for dn femoropopliteal lesions. The results of debs for re may be inferior and possibly comparable with other more technically demanding strategies. Future evaluation needs to show whether better results can been obtained in combination with debulking procedures. Here, the endovascular approach should ideally combine mechanical and biological effects without additional metal in the artery. The advantage of deb treatment is that nothing is left behind in contrast to standard of care for long femoropopliteal lesions by stent implantation. Further and secondary revascularizations can be performed more easily without pre implanted foreign material.